Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -15.0 diopter, on (B)(6) 2015. The lens was explanted due to the patient could not see well with the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review: reportedly, micl (-15d; 12.1 mm) was explanted postoperatively to address patient residual refractive error ("could not see well with the lens"). No reported postoperative sequelae. Despite multiple attempts no additional information has been received to date. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the icl lens was explanted due to too small/flat so it was exchanged for a longer lens on (B)(6) 2015. The patient's post-op best-corrected visual acuity was 20/20 and the patient did well after the exchange.